Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery due to faulty force sensor resistor unable to perform occlusion test, prime test, excessive no delivery. Device passed displacement test and basic occlusion test. Motor may have had an intermittent failure that was not detected during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 7.4 mmol/l. The customer was assisted with troubleshooting. The customer stated that they were not able to clear the alarm. Device will return for analysis.